Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-04098. It was reported that burr stuck on wire occurred. A 90% stenosed target lesion located at the moderately tortuous and severely calcified coronary artery. A 1.25mm rotalink¿ plus and a rotawire were selected to be use. During procedure, it was noted that the wire got stuck. The procedure was completed with this device without any issue. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
The device was returned for analysis. Visual analysis revealed that the device has a mechanical cut in the middle. The distal section was not returned at 172cm from the proximal section; also, it has a body kinked. Overall length and outer diameter of distal tip couldn't be measured due to the device condition. All other outer diameter were within specifications. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-04098. It was reported that burr stuck on wire occurred. A 90% stenosed target lesion located at the moderately tortuous and severely calcified coronary artery. A 1.25mm rotalink¿ plus and a rotawire were selected to be use. During procedure, it was noted that the wire got stuck. The procedure was completed with this device without any issue. There were no patient complications reported and the patient's status was stable.